Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of yellowing of ipg site was noted. The physician does not believe the infection was device or procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of yellowing of ipg site was noted. The physician does not believe the infection was device or procedure related. The patient was placed on antibiotics.